Event description:
Event description cpi received information that a patient reported that his ventak mini implantable cardioverter defibrillator (ICD) was beeping with irregular tones. When the ICD was checked with a programmer, it could not be interrogated. The ICD was replaced.